Event description:
While attempting to defibrillate a patient during open-heart surgery, the device failed to allow discharge. The clinician obtained device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2006-01090 which is a similar report from this facility with a defferent device.